Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified peripheral artery. A 6.5 x 80 mm (80 cm) supera peripheral stent system was used; however, it became stuck with an unspecified guide wire during advancement. Then, the tip of the device separated outside the anatomy. Therefore, the device was removed and replaced with a 6.5 x 80 mm (120 cm) supera device to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.